Event description:
Rep reports that the patient was symptamatic, complaining of headaches. He felt the valve was not working properly which resulted in an explant. Patient received new valve and is in stable condition.